Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This event is a duplicate of FDA report number 3008973940-2019-01602. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the implantable pulse generator (ipg) exhibited a pacing problem. The device was explanted and replaced. No further patient complications have been reported as a result of this event.